Manufacturer narrative:
Corrected sections as of 19-jun-2020: h6: FDA's method, result, and conclusion codes due to retention testing.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 28-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer's wife and stated her husband, 84 years old, passed away on 26-apr-2020. Customer's wife stated his death was related to hyperglycemia and multiple myeloma. Customer was taking prednisone and glucose levels were high when checked by a medical professional. Note: on follow-up call made on 15-may-2020, customer's wife was contacted to obtain more information about the event. She confirmed replacement meter was received and was sending back meter used by customer. Wife stated her husband was a diabetic for about 15 years, took metformin at one point and was currently taking glimepiride. Wife was uncomfortable answering questions related to the customer's condition.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Wife and daughter called on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of thirst, weakness, and tiredness. Medical attention was reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of e-3 as the test strip was inserted using true metrix meter. The wife and daughter had never used the device before. The test strip lot manufacturer¿s expiration date is 10/17/2021 and open vial date is 04/23/2020. The meter memory was not reviewed for previous test result history.